Event description:
It was reported that an unspecified number of an unspecified bd intima ii catheter caused a serious injury in the form of an allergic reaction that required medical intervention. The following information was provided by the initial reporter: it was found puncture site red and swell on the second day, remove the needle. Ointment was applied and the symptoms subsided after about 10 hours.

Manufacturer narrative:
The following field was updated due to corrected information: type of reportable events: serious injury. Investigation: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause or trending data regarding this event. DHR could not be performed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd intima ii catheter caused a serious injury in the form of an allergic reaction that required medical intervention. The following information was provided by the initial reporter: it was found puncture site red and swell on the second day, remove the needle. Ointment was applied and the symptoms subsided after about 10 hours.